Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note that this event was initially reported on medwatch 2017233-2006-00283. It was determined that because the event involved both a gore tag thoracic endoprosthesis (tag2610/lot#04447844) and a gore introducer sheath, two separate medwatches needed to be submitted. Therefore, this medwatch was completed.

Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. As the physician inserted the gore tri-lobe balloon catheter, the device was pushed proximally covering the ostium of the brachiocephalic artery. The physician used the gore tri-lobe balloon catheter to successfully move the device back to the original implantation site. As a gore introducer sheath with silicone pinch valve was removed, the right common iliac artery ruptured. The physician surgically repaired the right common iliac artery, the pt lost an unk amount of blood, but tolerated the procedure.